Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. They inspected reservoirs, snap-cap, and the septum for anomalies. However, none were found. They ran the occlusion test per dop (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. They installed the reservoirs and connector into a 5xx insulin pump. They performed pump manual prime and saw fluid flow through the infusion set and out the catheter tip. Conclusion: reservoirs were not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having issues with her insulin pump. Customer stated that it wasn't working this morning and it gave her a no delivery alarm while priming with 2 sets. Customer treated with a manual injection. Customer's blood glucose is 400 mg/dl. Customer stated that the issue has not been resolved and that the no delivery alarm is recurring. Customer found that the rubber septum was level to the cap. Customer stated that the insulin did not exit the tubing. Customer stated that she removed the o-ring from the reservoir and insulin went everywhere. Customer was advised that it should never be removed from the reservoir. Customer was advised to start a new reservoir and not to remove the plunger. Customer was advised to run a manual prime. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that the reservoir resolved the issue. Customer was advised to return the reservoir.